Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited a no-display condition and would not power on despite a blue indicator light, and the device was replaced. Symptoms included hyperglycemia, with a reported blood glucose of 315 mg/dl lasting a couple of hours, without back-up therapy or ketone testing, and the user reported feeling okay. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Investigation included remote troubleshooting and logistical replacement with instructions for shutdown and data syncing prior to return. Investigation revealed a suspected device malfunction related to screen/display or power subsystem failure. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display or power components.